Event description:
It was reported that the tip of the device broke off in the knee while shaving was being performed on the "bone or cartilage." The tip was pulled out, and the device was taken apart to make sure that everything was there and nothing was left in the knee. Additional information was requested, but no additional information was provided. A supplemental report will be sent if additional information is received.

Manufacturer narrative:
Final device investigation found that the device was returned with the distal tip of the inner subassembly broken off and returned with the device. Only a part of the tip of the outer subassembly was returned with its opening/cutting area split open and its metal wrenched open and bent. The hub and the most of the shaft of the outer subassembly was not returned. Upon evaluation, the device was examined under magnification. The teeth of the inner subassembly tip were slightly bent. There were scouring marks on the inside of the outer subassembly tip. The break where the outer tip ended was pinched and slightly warped. There was no pitting or sign of metal fatigue. This was consistent with the account report that the device was "taken apart." The device could not be function tested due to its returned condition. The device history record was reviewed, and no discrepancies were noted. The instructions for use state, "excessive pressure may cause cutters, shavers, or burrs to bend or break which may in turn cause harm to the patient and / or operating room staff," and "do not contact cutters, shavers, or burrs with metal objects as this may cause the device to break or shed metal."

Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A supplemental report will be sent after device evaluation if the device is received.